Event description:
The manufacturer was contacted in reference to a thermal malfunction with a dreamstation auto CPAP. The manufacturer received information alleging black smoking coming out of the device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a thermal malfunction with a dreamstation auto CPAP. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found evidence of foam degradation and black smoke. H6 coding was updated to reflect repair evaluation.